Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that an e7 (electronic) error was displayed on the infusion device and the battery was changed. Two hours later, an e3 (automatic off) was displayed and the infusion device shut down. The pt reported experiencing elevated blood glucose and ketoacidosis as a result. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.